Event description:
It was reported that (2) lf001 devices were used during an "ilc". It was reported by the rep that during the 2nd and 3rd treatment sites, (2) diffuser faults were experienced with two separate laser fibers. It is undetermined what caused these error codes. A 3rd fiber was opened to complete the case. There was no consequence to the patient.